Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. External equipment was exchanged. However, the reported problem was not resolved. On october 10, 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.